Manufacturer narrative:
Due to unknown user facility, further information could not be requested. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to described event, the wheels of the ventilator were not locked and the ventilator was placed inside the safety line at the time of the event. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
A user facility medwatch (ref # mw5086270) was received stating that: this am a near miss occurred when the respiratory tech got the ventilator too close to the 3t scanner. Pt was out of bore on the MRI gurney and was in the process of being taken out of the room. From what I saw the resp tech was a bit pinched in and lacked space to move himself and control the vent/circuit as the MRI gurney was pulled from the room. It was at this point he moved the vent over the 200 gauss line, too close to the scanner and the vent became attached. The vent was in use and connected to the pt. We quickly removed the circuit and took pt from the room to hall where nursing staff placed pt on an ambu bag. The vent was carefully pulled from the scanner and was removed from the room. Visual checks and functional checks were done by the staff on both scanner and vent. All seems fine. No damage to report to any of the equipment and no injuries report. Manufacturer ref. #: (B)(4).